Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error. The event occurred during testing.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed multiple cassette not attached properly alarms. Functional testing was performed, and the dso sensor was non-responsive. The dso sensor will need replacement in order to address this issue. However, due to additional wear and damage of the pump, the device was deemed beyond economical repair. No action will be taken.